Manufacturer narrative:
510 (k) number; k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Two devices related to this occurrence underwent a laboratory evaluation. The needle was found to be kinked distally on the first device ((B)(4) / 3001845648-2019-00042). Two further failures were observed on the second device (proximal kink and kink/bend on distal end of sheath). Two additional reports were opened for these failures. This report is related to the distal kink/bend) and (B)(4) / 3001845648-2019-00043 is related to the proximal kink. This complaint deals with the distal kink. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1523364 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has previously occurred with the current lot number. However, this was with the related complaints (B)(4). Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1523364. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent was concluded from the available information. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a combination of tortuous anatomy and the device being used in a flexed or twisted position as indicated in the additional information. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Kink/bend on distal end of sheath - noted during lab evaluation of returned device.